Manufacturer narrative:
Although requested, the device was not returned for evaluation. A review of device history record (DHR) did not find any non-conformities or anomalies related to the reported event. The lot history, risk analysis and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event. It is noteworthy to mention an unvalidated injector was used to complete the original implant.

Event description:
It was reported that during an implantation of an intraocular lens (iol) into the eye a haptic arm was stuck to the lens. During the process of releasing the haptic from the lens, the haptic tore at the optic-haptic junction. The incision was enlarged to allow for removal of the iol and the lens was replaced intraoperatively with a backup lens of the same model and diopter. Sutures were not required. There were no injuries reported. The patient has recovered.